Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer stated that her pump is not delivering. She stated that the tubing came off while the vial was in the pump. The blood glucose reading at the time of the event was over 450 mg/dl. In troubleshooting, insulin exited tubing after a set change and the pump passed a plunger test and did not alarm no delivery. The customer was advised to revert to a back up plan. The current blood glucose reading is 340 mg/dl. No further information was provided.